Event description:
It was reported that the device could not be interrogated. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.